Event description:
It was reported the pt had their device explanted due to an infection. No additional symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.